Event description:
It was reported that part of the sponge of a minicap with povidone-iodine was missing. The step of setup or therapy during which this was noticed is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample was not returned; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.